Event description:
A customer called with a complaint that part of the display was missing. It was determined that there are several missing segments in the hundreds, tens, and units display. A request was made to have the unit returned for eval. In the meantime, a replacement unit has been provided.